Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number 13c13h25 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced and was hospitalized for 13 days for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unknown date, the patient experienced peritonitis. The patient began treatment with unknown antibiotic. The patient's pd catheter was removed and pd therapy was discontinued. The patient recovered from the event of peritonitis. No additional information is available. This is report 3 of 4 involved in this peritonitis event.